Event description:
The customer reported that the system was arcing at high techniques and causing the system to reboot itself. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The differential waveform was recalibrated. The system was then found to be operating as intended.